Event description:
Pt reported that she has been experiencing elevated blood glucose (~400 mg/dl), since she began using the device 3 weeks ago. She stated that she believes the device may not be delivering the correct amount of insulin. No error messages were generated by the device. Pt did not receive any treatment for high blood glucose.